Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and low r-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.